Event description:
It was reported that the pump displayed a cartridge change error, resulting in the customer's blood glucose level exceeding 500 mg/dl and showing as "high." The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. Reportedly, the customer reverted to an alternate form of insulin therapy.